Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the h6: impact code.

Event description:
It was reported that this right ventricular (rv) lead caused a tore in the atrium and patient had to go to the operation room. Previously, the device was removed but the field representative did not know when. During the procedure, the physician tried to remove this lead, but the lead would not come out. Thus, the patient was scheduled for another extraction day. Additionally, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead caused a tore in the atrium and patient had to go to the operation room. Previously, the device was removed but the field representative did not know when. During the procedure, the physician tried to remove this lead, but the lead would not come out. Thus, the patient was scheduled for another extraction day. Additionally, the lead was explanted. No additional adverse patient effects were reported.